Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The reported product is not expected to be returned as the reporter indicated the device was discarded. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An epileptic customer reported the adc freestyle libre 2 sensor did not penetrate the skin when applied. On (B)(6) 2020, as a result, the customer had a seizure however there was no report of third-party medical treatment provided. There was no report of death or permanent injury associated with this event.